Event description:
The customer reported that the power cable was not charging the battery.

Manufacturer narrative:
(B)(4). The customer reported that the power cable was not charging the battery. The device was evaluated locally and the reported symptom was confirmed. Replacement of the power cord resolve the symptom. After passing all testing, the device was returned to use. This was a failure of the ac power cord. No further investigation or action is warranted.